Event description:
Fusiform swelling at the lateral ankle over the anterior talo-fibular ligament repaired with orthadapt augmentation. It was aspirated twice. The graft was removed 8.5 months post implant.

Manufacturer narrative:
Device was used for atfl (anterior talofibular ligament) repair, which is an off-label use. In follow-up to the reported event, the physician indicated the native tissue was healed. Additional info was requested from the physician; however no additional info was provided at the time of this report. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, ins. Synovis orthopedics and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.